Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock therapy due to t wave oversensing and low amplitudes. The patient was evaluated in the clinic and was told at the time of the event he was running. The field representative decided not to re-program the device. At this time, the system remains in service. No adverse patient effects were reported.